Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead was capped and replaced on (B)(6) 2019. No indication was given as to why the lead was revised. Further information was requested but not received.